Event description:
It was reported that stent damage occurred. A 4.00 x 48mm synergy xd was selected for a chronic total occlusion procedure. The stent struts were bent when attempting to position the stent through a calcified lesion. Another device was used to complete the procedure with no patient complications.